Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual compression was held for hemostasis. There was no reported patient injury. The operator has had many years of experience using the exoseal. The procedure was performed with a retrograde puncture from the left femoral artery using a short 5f non-cordis sheath. Upon slow retraction of the device at an angle of approximately 45° degrees, the return indicator pulsatile flow stopped and then the blocker was slowly withdrawn for approximately 1 cm. However, the indicator window did not change color. The indicator window did not change color when the device was slowly withdrawn again. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual compression was held for hemostasis. There was no reported patient injury. The operator has had many years of experience using the exoseal. The procedure was performed with a retrograde puncture from the left femoral artery using a short 5f non-cordis short sheath. Upon slow retraction of the device at an angle of approximately 45° degrees, the return indicator pulsatile flow stopped and then the blocker was slowly withdrawn for approximately 1 cm. However, the indicator window did not change color. The indicator window did not change color when the device was slowly withdrawn again. The exoseal vcd was used in an interventional procedure. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was used with a non-cordis short sheath. The suitability of the femoral artery was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the guard being received in an already locked condition. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded full deployment lever depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well.a high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as the functional analysis was successfully completed with full button depression and transition of the indicator window. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual compression was held for hemostasis. There was no reported patient injury. The operator has had many years of experience using the exoseal. The procedure was performed with a retrograde puncture from the left femoral artery using a short 5f non-cordis short sheath. Upon slow retraction of the device at an angle of approximately 45° degrees, the return indicator pulsatile flow stopped and then the blocker was slowly withdrawn for approximately 1 cm. However, the indicator window did not change color. The indicator window did not change color when the device was slowly withdrawn again. The exoseal vcd was used in an interventional procedure. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was used with a non-cordis short sheath. The suitability of the femoral artery was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The device is being returned for evaluation.